Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noisy signals. Additionally, the patient complained of pain in the pocket area. Subsequently, this s-ICD system was explanted and during the explant procedure it was noted the electrode had migrated off the sternum. A new transvenous system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.